Event description:
Boston scientific 8.0 fr apd cath inserted for splenic cyst sclerotherapy. Inserted w/o issue. Cyst drained. There was 60cc absolute etoh instilled and left to dwell for 60 min. Patient returned. Wire placed in catheter. Catheter removal attempted. Catheter broke at level of peritoneum. Removal attempts unsuccessful. Patient taken to operating room for surgical removal. Catheter fragment split by locking wire. Plastic soft and suspect degraded by etoh.